Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery was using the pre-close technique prior to a leadless pacemaker implantation procedure. Reportedly, no suture was attached when the plunger was retracted on two prostyle devices in a row. The sutures of two new prostyle devices were successfully pre-placed. A 25-27f sheath was inserted and the leadless pacemaker implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures along with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.